Event description:
Patient receiving total parental nutrition (tpn) by pump. The tubing was changed. Ninety minutes after changing the tubing, it was found that the tubing was leaking. A leak was found on the tubing. The tubing was changed and tpn restarted.